Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that on (B)(6) 2013, the patient was taken to the hospital for blood glucose (bg) of "high" (>600mg/dl) with symptoms and moderate ketones. The reporter did not specify what the patient's symptoms were. The patient was reportedly given boluses via the pump as well as insulin injections and was taken to the hospital when his bg did not respond. The reporter stated that the patient remained on insulin pump therapy at the hospital and was treated with injections. The reporter stated that the doctor at the hospital wanted the pump reviewed with animas. Troubleshooting indicated all settings and histories are correct and the pump was found to be delivering as programmed. The reporter attributed the bg excursion to puberty and growth spurts, stating that this happens each time the patient has a growth period. The reporter stated they had a follow-up appointment with the patient's healthcare provider scheduled for (B)(6) 2013. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while on insulin pump therapy and it is unclear at this time if the reported bg excursion can be solely attributed to growth spurts/puberty.